Manufacturer narrative:
The prismaflex m100 set was discarded and not available for inspection. No pictures were available. There was no leakage reported during the priming of the product before the event. Review of the prismaflex m100 set device history record and complaint history files could not be performed since the involved lot number was not known. The root cause of the reported event remains unk.

Event description:
During crrt on this critically ill pt, requiring ECMO and mechanical ventilation, the venous line connector of the prismaflex m100 set was found disconnected from the pt's access catheter. Within a minute of the nurse identifying the disconnection, the pt experienced a cardiac arrest. The pt received IV fluids, six units of prbcs, and was successfully resuscitated. After the pt stabilized, crrt was restarted with the same prismaflex and continued with no problems.